Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was unknown. It was reported that within the past 6 months the patient's legs have swelled from thigh to ankle with bubbles of fluid and they could not walk. They were reportedly hospitalized twice, for a total of 19 days, and could go on and on. The pain physician would not believe that the problems were coming from the pump, so the patient was stuck. No other information was given regarding this event; if additional information is received this report will be updated.